Event description:
Healthcare professional, later reported, left side capsular contracture, baker grade iii/ IV. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a capsular contracture baker grade lll/lv relates to the left side. Device has been explanted and replaced with a non allergan device.

Event description:
Patient reported a capsular contracture baker grade lll/lv relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported capsular contracture baker grade unknown. This relates to the left side. Device remains implanted.